Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure (ess205) inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In 2006, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2021. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (total hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure (ess205) administration. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure (ess205) inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In 2006, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2021. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (total hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure (ess205) administration. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-nov-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of menometrorrhagia ("menometrorrhagia") in a 57 year-old female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. As concurrent condition the report mentioned menometrorrhagia. On (B)(6) 2006, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2021. An unknown time later she experienced menometrorrhagia (seriousness criterion intervention required), postmenopausal haemorrhage ("postmenopausal bleeding") and cervical polyp ("cervical polyp"). The patient was treated with surgery (essure removal via supracervical hysterectomy with bilateral salpingo-oophorectomy on (B)(6) 2021). At the time of the report, the outcomes for these events were unknown. The reporter considered cervical polyp, menometrorrhagia and postmenopausal haemorrhage to be related to essure (ess205) administration. The reporter commented: essure placement detail on (B)(6) 2006 (per mr) pre and postop diagnoses: menometrorrhagia and desired sterility procedure: hysteroscopy, novasure ablation and essure tubal occlusion. Indication: patient with a progressive problem menometrorrhagia who also desired sterility. Description: dr went ahead and placed the essure micro inserts using the usual technique. On the patients right, 6 coils were visible. On the patient's left. 4 coils visible. Essure used in conjunction with any other device (novasure ablation) on (B)(6) 2006 (per mr). Pre and postop diagnoses: menometrorrhagia and desired sterility procedure: hysteroscopy, novasure ablation and essure tubal occlusion indication: patient with a progressive problem menometrorrhagia who also desired sterility. Description: dr grasped the anterior lip of the cervix with a single-tooth tenaculum and dilated the cervix just large enough to allow my diagnostic hysteroscope. Visualizing the endometrium. There were no focal abnormalities. Therefore, dr applied the novasure ablator. These was a cavity length of 4.5 cm. The cavity width was 2.5 cm leading to, a power of 64. Dr treated the endometrium for a 1 minute and 45 second treatment cycle and then removed the novasure ablator. Essure removal detail on (B)(6) 2021 (per mr). Preop diagnoses: 1. Postmenopausal bleeding; 2. History of endometrial ablation.; 3. History of essure procedure and essure on the right side was thus lodged into the uterine cavity per sonography. Also, sonography showed history of cervical polyp on sonogram. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound pelvis] on (B)(6) 2021: showed essure on the right side was thus lodged into the uterine cavity and cervical polyp concerning the injuries reported in this case, the following menometrorrhagia, postmenopausal bleeding, cervical polyp were described in patient medical record. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-jul-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of menometrorrhagia ("menometrorrhagia") in a 57 year-old female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. As concurrent condition the report mentioned menometrorrhagia. On (B)(6) 2006, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2021. An unknown time later she experienced menometrorrhagia (seriousness criterion intervention required), postmenopausal haemorrhage ("postmenopausal bleeding") and cervical polyp ("cervical polyp"). The patient was treated with surgery (essure removal via supracervical hysterectomy with bilateral salpingo-oophorectomy on (B)(6) 2021). At the time of the report, the outcomes for these events were unknown. The reporter considered cervical polyp, menometrorrhagia and postmenopausal haemorrhage to be related to essure (ess205) administration. The reporter commented: essure placement detail on (B)(6) 2006 (per mr) pre and postop diagnoses: menometrorrhagia and desired sterility procedure: hysteroscopy, novasure ablation and essure tubal occlusion. Indication: patient with a progressive problem menometrorrhagia who also desired sterility. Description: dr went ahead and placed the essure micro inserts using the usual technique. On the patients right, 6 coils were visible. On the patient's left. 4 coils visible. Essure used in conjunction with any other device (novasure ablation) on (B)(6) 2006 (per mr). Pre and postop diagnoses: menometrorrhagia and desired sterility procedure: hysteroscopy, novasure ablation and essure tubal occlusion indication: patient with a progressive problem menometrorrhagia who also desired sterility. Description: dr grasped the anterior lip of the cervix with a single-tooth tenaculum and dilated the cervix just large enough to allow my diagnostic hysteroscope. Visualizing the endometrium. There were no focal abnormalities. Therefore, dr applied the novasure ablator. These was a cavity length of 4.5 cm. The cavity width was 2.5 cm leading to, a power of 64. Dr treated the endometrium for a 1 minute and 45 second treatment cycle and then removed the novasure ablator. Essure removal detail on (B)(6) 2021 (per mr). Preop diagnoses: 1. Postmenopausal bleeding; 2. History of endometrial ablation.; 3. History of essure procedure and essure on the right side was thus lodged into the uterine cavity per sonography. Also, sonography showed history of cervical polyp on sonogram. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound pelvis] on (B)(6) 2021: showed essure on the right side was thus lodged into the uterine cavity and cervical polyp concerning the injuries reported in this case, the following menometrorrhagia, postmenopausal bleeding, cervical polyp were described in patient medical record. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-jun-2023: medical records received and the follow information were included, other health professional¿s reporter, physician¿s reporter, medical history, lab data, previous event medical device removal updated to menometrorrhagia, new events postmenopausal bleeding, cervical polyp international medical device regulators forum annex e updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.